Manufacturer narrative:
Device investigation narrative - one bioraptor knotless suture anchor was returned for evaluation. Visual assessment of the device confirmed the suture has come free from the suture threader. The suture is not broken, however its knot has come untied. One leg of this suture remains threaded through the anchor. The stay suture is free from the anchor. Due to the manual nature and high detectability this non-conformance would have been identified during manufacture. A review of the complaint database confirmed this to be an isolated incident. No additional actions are warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an opening of the anchor in a usual manner, but the passing suture was broken. No information is available regarding any backup device or delay in the procedure. No patient impact was reported.